Event description:
A customer reported that the battery of their insulin pump depleted too quickly, causing the pump to shut down. As a result, the customer's blood glucose level rose above 500 mg/dl, though the highest exact value was unknown. The customer took corrective action by administering a correction bolus via the pump. The customer continued to use the pump for insulin therapy.